Manufacturer narrative:
Preliminary investigation performed by r&d project manager the femur component and the tibial plate haven't been cemented during primary surgery and this implants should be cemented. Batch review performed on 4 september 2019: lot 083036: (B)(4) items manufactured and released on 20-nov-2008. Expiration date: 31-10-2013. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other components were involved in the event evolis 3031.0003 ti plasma sprayed tibial baseplate size 3 lot 081768 (k081023): (B)(4) items manufactured and released on 28-nov-2008. Expiration date: 30-06-2013. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 9 years and 10 months from the primary due to instability which was caused by a loose tibial tray and femoral component. The surgeon revised the femoral component, tibial tray, and insert successfully. The primary implants were not cemented.